Event description:
According to the reporter: after anastomosis, when the device was removed, the anastomosis part was torn. It is unknown if the device damaged the part or the anastomosis part was uncut. The original staple line was resected and re-anastomosis was done using another device. Bleeding under 200cc occurred. Nothing fell into the patient cavity. Operative time was not extended more than 30 minutes. Unanticipated tissue loss occurred.

Manufacturer narrative:
(B)(4).